Event description:
A pump malfunction was reported, causing the customer's blood glucose level to exceed 500 mg/dl, and it was displayed as "high." The customer did not require assistance from a third party and performed a correction injection via multiple daily injections (mdi) to address the high blood glucose. There were no injuries reported, and ketone testing had not been conducted. Technical support assisted the customer with resetting the pump, but the malfunction code recurred, leading to a decision to replace the pump. The customer was instructed on using multiple daily injections as backup therapy and given instructions on how to store and return the problematic pump using a prepaid label.